Event description:
The customer reported that during a laparoscopic oophorectomy procedure, the surgeon was using an endopouch pro retrieval bag. It was reported that while removing ovary, surgeon probably pulled too hard and broke specimen bag around the ring. Part of the ring fell into the patient, but it was removed with no patient consequences.